Event description:
A customer in (B)(6) reported false negative results when using vidas® toxo igg ii ( lots 1006323790 and 1006391460). The customer reported that they had many results that were negative and then positive upon retesting from the same serum. It was noted that from (B)(6) 2018 to (B)(6) 2018, the customer observed several false negative results at 0 ui/ml associated with low (0-1) or negative relative fluorescence value (rfv). The customer stated no incorrect result was reported to a physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in hungary reporting false negative results when using vidas® toxo igg ii ( lots 1006323790 and 1006391460). A review of quality records for both lots confirmed there was no other similar complaint recorded for sensitivity issue. No CAPA or anomaly occurred during the manufacturing, control and packaging processes. Control chart analysis confirmed the two lot results were within specifications, and are in the trend of the other lots. Tests performed on internal samples: five (5) internal sera (target : 113ui/ml, 16.3ui/ml, 21.6 ui/ml, 33.7 ui/ml et 61.3 ui/ml) were tested on two customer txg ii lots (1006323790 and 1006391460), and a random lot. All results were within expected specification and show no evolution since batch release. Other tests performed with error operator simulation on internal positive known samples: test without sample: results at 0ui/ml, negative interpretation. Test without spr(solid phase receptacle): results at 0ui/ml, negative interpretation. Instrument investigation: the instrument data and field service intervention excludes that the root cause was a malfunctioning of the tower sensor. The issue observed on vidas instrument s/n (B)(4), may be associated to punctual and transitory conditions of the system (i.e. Section misalignment) or to a customer mistake in loading sprs or serum in the strips, spr dots that may prevent pipetting operations). In order to ensure reliable results these checks have to be done as a routine and mandatory procedure by every vidas® instruments' user. Conclusion: the customer's anomaly was not reproduced internally. Vidas txg ii lots (1006323790 and 1006391460), were within expected specification.